Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.  It was reported the device was not used past its expiry date. (B)(4). One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass tip measures 3.0 mm and appeared used. Examination under magnification revealed that the tip face was consistent with normal degradation. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. As a result, no aiming beam was visible and effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a flexible ureteroscopy procedure performed on an unknown date. Reportedly, the laser unit used was dornier medilas h20 with settings of 8 hz x 1500 mj and 12 watts. According to the complainant, during the procedure and inside the patient, the laser fiber suddenly stopped firing laser energy. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.